Event description:
Foley catheter was to be removed. When the health professional attempted to remove water from the foley balloon, approx 2cc came back. Unable to remove the catheter from pt. Catheter had been draining urine. Ultrasound was done which showed a decompressed urinary bladder containing a catheter with an inflated balloon. Obtained consent from pt for needle deflation of balloon by going through the pt's bladder. Catheter deflated and removed under ultrasound guidance.